Manufacturer narrative:
The device has not been received by inspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "heating up" during testing. The device was not used on surgery. No injuries or medical intervention were reported. There was no add'l info provided.